Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The complainant provided two pictures; the first picture is a close up view of the dialyzer label and the second picture is a view of half the dialyzer that has a streak of blood that is visible within the dialyzer, on the outside of the fibers. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Although pictures were provided, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Fibers broke within the blood lines. The blood lines were changed out. The patient received prophylactic antibiotics. Additional information was requested; however to date has not been provided.

Manufacturer narrative:
Additional information was received from heatlh canada which indicated that the reported dialyzer had lot number 18su04011 and the occurrence date was (B)(6) 2019. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A picture was provided, which showed a dialyzer from lot 18su04011 in prepackaging pouch. It could not be determined if the packaging was sealed based on the provided picture. The fibers appeared dry. No damage or irregularity was noted on the dialyzer in the picture. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.